Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, when the patient removed the sensor, she noted bleeding and a large red, hard, warm to the touch bump at the sensor puncture site. She applied topical antibiotic ointment to the area; however, the redness and bump remained. She was evaluated by her physician 05/13/2022. Her doctor diagnosed her with an infection and prescribed an oral antibiotic (cephalexin 500 mg). No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).